Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the defective roller pump tubing. The fse replaced the roller pump tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low sodium (na) patient results about 5% due to low anion gaps on their au680 clinical chemistry analyzer. The patient samples were repeated on another au analyzer and results were 5% higher. The customer did not report the initial low patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.